Event description:
It was reported to philips that the monitor displayed nothing; suspected power supply issue on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Reboot performed; no permanent fix implemented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).